Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that one day post implant, the right atrial (ra) lead exhibited non capture at high outputs, diminished p waves, and high thresholds. An x-ray revealed it had dislodged. The lead was reprogrammed off and later was attempted to be repositioned, but there was difficulty in repositioning the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.